Manufacturer narrative:
Primary finding on pump analysis revealed motor coil anomaly. Any missing or incomplete date is the result of info not provided by voluntary reporter. Despite multiple attempts to obtain such info from the reporter, co is unable to provide complete info as required in this form.12/17/1997: manufacturing site information corrected and provided.

Event description:
Reported as "pump stall." No further info available.